Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before an unknown procedure, the obturator came apart when the device intended to be set after the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m9330k. The analysis results found that the (B)(4) device was returned with the obturator cap separated. No further testing could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the separation of the obturator cap. The batch record was reviewed and no anomalies were noted during the manufacturing process.